Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the customer experienced an elevated blood glucose (bg) level of 400 mg/dl and diabetic ketoacidosis (dka) resulting in a hospitalization. Customer alleged that cause of bg/dka was the pump not delivering insulin correctly. No damage was observed with the infusion set tubing, infusion set cannula or cartridge at the time of the event. There were no alerts or alarms during the reported event. Customer was treated with intravenous insulin and fluids. Customer was released from the hospital on november 7th with the issue resolved and no permanent damage. Reportedly, the customer continued to use the pump for insulin therapy.